Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r92e9g, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hepatectomy, the surgeon uses pulse firing to prepare and staple his tissue. After stapling onto tissue, the surgeon pulsed the first firing and the stapler just stapled and cut through to the distal jaw without stopping. Knife were stuck at distal jaw and could not be pulled back. Manual overwrite lever were then used to bring the knife back into the housing before opening the jaw. There were no patient consequences. (B)(4).